Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured 17 september 2025 and 19 september 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) small volume folfusors leaked at the connector during patient infusion. The devices were filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events have occurred since 17/04/2024. Should additional relevant information become available, a supplemental report will be submitted.